Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus inspected the device at the service department of olympus and found that the instrument channel port of the device was shaved. Olympus medical systems corp. (Omsc) could not investigate the device, because the device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the device was not returned, the exact cause was unknown. Based upon the information from complaint, omsc surmised that the universal cord surface of the device partially peeled off due to a stress applied from outside by friction of mouthpieces, endotracheal tubes, etc. Omsc surmised that the instrument channel port of the device was shaved due to the instrument channel port was rubbed by repeated insertion of an endo-therapy accessories or brushing.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(6) and found that the universal cord surface of the device partially peeled off. Other detailed information was not provided. There was no report of patient injury associated with the event.